Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy while waiting for instructions from their healthcare provider. Technical support confirmed the shipping address and sent a replacement pump. Instructions were provided to the caller on how to put the pump into storage mode and how to return the malfunctioning pump using a pre-paid label. The caller acknowledged these instructions.